Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the implant, the coring knife was dull and the surgeon requested another. A new coring knife was opened and the patient was successfully implanted.

Manufacturer narrative:
Approximate age of device: 1 day. The device was returned to the manufacturer for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation.the report of the coring knife not being sharp was confirmed. Functional sharpness testing was performed. The force necessary to cut was higher than acceptable and determined to be a failure. Areas of the knife edge appeared bent and showed gouges. The supplier was contacted. The supplier investigated and concluded that their cleaning process may have drifted and may be the cause of the dull knife edge. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.